Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 03-nov-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection revealed two swabs were received inside a plastic bag. Black fibers were observed inside the bag. The swabs and bag were forwarded to an external laboratory for evaluation. The results showed the material was a cellulosic material (e.g. Cotton, rayon, lint). The fourier transform infrared spectroscopy (ftir) spectrum raw data output file generated was compared against the manufacturing process ftir library and did not yield any results with at least a 0.9000 correlation. The complaint issue "foreign material - loose" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a black fiber was observed in the patient's eye post implantation of the preloaded intraocular lens (iol). The surgeon removed the fiber using forceps, and the remainder of the surgery proceeded without issues. There were no reports of patient harm. Through follow up, it was confirmed that no interventions were required. The directions for use were followed by the surgeon and no resistance was observed during lens insertion. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable - lens remains implanted, therefore not explanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.